Event description:
The contralateral iliac leg graft was deployed in the main body graft with a one stent overlap. When the delivery system was being removed, the iliac leg graft was pulled downward, reducing the overlap between the two grafts. An iliac leg graft was deployed between the devices providing a one stent overlap with the iliac leg graft, avoiding placement of the extension in a tightly stenosed area. The portion of the extension in the main body graft extended beyond the bifurcation of the main graft. A longer length leg graft was then placed in the ipsilateral limb, in order to support the high placement of the contralateral iliac leg graft. No endoleaks were viewed during the final angiogram.